Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 613mg/dl. The customer stated that she noticed the cannula was bent when the infusion set was removed. Troubleshooting was performed. Ran a high pressure test and the test passed. However, the insulin pump had several error alarms. The customer stated that she would like a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.